Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the functional testing. However, several alarms were noted in the history screen due to corrupted history files. The insulin pump was monitored and no unexpected boluses were noted.

Event description:
It was reported via phone call, that the paramedics were called and the customer was hospitalized on 04/09/2015. Customer's blood glucose levels at the time of hospitalization 300 mg/dl. It was stated that extra insulin was primed into the customer's body, after his set was inserted. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenously. It was also mentioned that the customer received a no delivery alarm. Troubleshooting was declined. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.